Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The central processing unit and anesthesia control board were replaced, and the unit was returned to service.

Event description:
The hospital reported that, when performing mechanical ventilation in end tidal control mode, the unit alarmed and mechanical ventilation was not functional. The clinician reportedly switched to manual mode of ventilation and completed the case with no further reported complaint. There was no reported patient injury.